Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No battery icon fluctuated noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or rewind anomaly noted. Insulin pump had intermittent button response due to flattened buttons on dome switch. Insulin pump had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump showed a fluctuating battery icon, unsuspended insulin delivery on its own, alarmed no delivery, and had a keypad anomaly. The blood glucose reading was 350 mg/dl, which was treated with a bolus of 3.3 units of insulin. The customer's mother stated that she was able to rewind the device, but it would not let her prime the insulin pump. After some time, she was able to get it to work. The no delivery alarm was resolved by a complete infusion set and reservoir change. She noted that this was a past event, so she was unable to troubleshoot. She declined return of the infusion set and reservoir for analysis. She observed that the battery icon would show full, then empty, alarm low battery, and then show a full icon. She noted that she did not see much insulin exit the tubing and did not seem confident in the device. No significant events leading to the issues were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.